Manufacturer narrative:
Concomitant medical products: model number ivpb tubing: baxter clearlink system - secondary medication set , 2c7462, lot #(10) sr18d12051. The customer¿s report of an overinfusion could not be confirmed as the intended programming parameters, including the medication and rate, were not provided. The pcu event log shows that the pump module was programmed to infuse a basic infusion at 250ml/hr with a vtbi of 250ml at 12:47 pm on (B)(6) 2018. At 12:51 pm, the user programmed a custom concentration secondary infusion of immune glob ivig to infuse at 16.7ml/hr with a vtbi of 300ml. The user changed the rate of the secondary infusion from16.7ml/hr to 250ml/hr and started the infusion at 12:53 pm, after selecting yes to the guardrails warning ¿rate exceeds guardrails limit of 150ml/hr. Proceed?¿ at 12:54 pm, the user changed the rate of the secondary infusion back to 16.7ml/hr and started the infusion. At 2:03 pm, the user changed the rate of the secondary infusion from 16.7ml/hr to 334ml/hr. Again, the user selected yes to the guardrails warning ¿rate exceeds guardrails limit of 150ml/hr. Proceed?¿ and started the infusion. At 2:59 pm the secondary infusion completed and the device transitioned to the primary infusion running at 250ml/hr. At 3:11 pm the user changed the rate of the primary infusion to 33.4ml/hr. It is believed that the rate increases reflected the unintended higher rate reported by the customer. The volume recorded as being infused during this period for the secondary infusion was 300.013ml. The root cause of the reported overinfusion is user programming. Devices not received, log review only.

Event description:
The customer reported that there was a higher rate of an unknown medication programmed into the pump than what was intended. There was no patient harm.